Manufacturer narrative:
(B)(4). Batch # t5al2z. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified.

Event description:
It was reported that during a robotic assisted low anterior resection, while using the triple staple technique they seated the anvil and was about to insert the stapler. It was noticed that the firing window was not lit. They reseated the battery and the window did not light up. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the cdh29p device arrived and with no apparent damage. The breakaway washer was present and cut, and the device was loaded with staples, indicating that the device had not being fired. Note the device returned had not been fired. The anvil returned had been used with a second device and the second device was not returned. Further investigation showed that the device returned with weld seams split. Incomplete weld around battery seam and handle seam were observed. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.